Event description:
It was reported via stelobot chat that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The consumer reported experiencing an inaccuracy; however, only limited and vague details were provided before the chat ended unexpectedly. No biosensor insertion date or insertion site information was reported. The customer indicated that the event occurred on (B)(6) 2026, and stated that she lost consciousness after her glucose level reportedly decreased to approximately 30 mg/dl. No additional details regarding symptoms, treatment, or sequence of events were provided. There was no report of medical intervention by a healthcare professional or third party. It is unknown whether the customer had a history of problematic hypoglycemia, hypoglycemia unawareness, or insulin-dependent diabetes. Although additional information was requested, no further event details were obtained due to the abrupt termination of the chat. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.